Manufacturer narrative:
(B)(4). The lot was manufactured may 31, 2012 ¿ june 1, 2012. The device was received for evaluation. Visual inspection noted fluid inside the housing which indicated a leak. A functional leak test was performed and a leak was observed at the welded area of the volume indicator port located inside the housing. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a bolus infusor leaked during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.